Event description:
According to the reporter, it was reported that the device does not respond to charge button. The reporter stated, that device appeared to have been dropped.

Manufacturer narrative:
The customer declined an offer of svc from physio-control. Physio provided part numbers and prices for several broken chassis parts as requested by the reporter.